Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the insulation of the right ventricular (rv) lead was noted to be twisted after two deployment attempts. Electrical values were stable. The rv lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted was not confirmed. A complete lead with a stylet was returned in one piece for analysis. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.